Manufacturer narrative:
Batch review performed on 04 may 2020: lot 156853: (B)(4) items manufactured and released on 05-apr-2016. Expiration date: 2021-03-16. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head 3 years and a half after primary. The surgery was completed successfully.